Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. At this time it is unknown if the reported failure is related to procedural, user error, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke like symptoms that included worsening of the right upper extremity weakness. The patient strength did improve within 24 hours but not completely. Attempts were made to gather additional information, however, none was made available. Additional information was received on 08feb2021 stating that there was no intervention performed for this patient, no p2y12 inhibitor test was performed, and no thromboelastography (teg) testing was performed. The physician stated that he saw a small infarct on the magnetic resonance angiogram (mra) and at 24 hrs post onset of symptoms the patient did have some remaining minor weakness in the affected arm. At this time, it is unknown if the infarcts are related to a procedural complication, user error, or a silk road medical device failure.